Event description:
It was reported patient presented in clinic. The patient's right ventricular (rv) lead exhibited high capture thresholds. Fluoroscopy was performed and revealed the rv lead had dislodged. The rv lead was explanted and replaced. Patient was stable.